Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 355531, serial# (B)(4), implanted: (B)(6) 2015. (B)(4). Analysis of the returned lead model 977a275 serial #(B)(4) showed no anomalies. Analysis of the returned multi-lead trialing cable model 35531 serial # (B)(4) showed no anomalies.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer¿s representative that after implant of the patient¿s lead component (¿electrode insertion¿) impedance testing (at 1.5 volts) showed values >20,000 ohms. The connection was then ¿irrigated with distilled water, was wiped with a dry gauze,¿ and the impedances were measured again four to five times, however no change was observed. The multi-lead trialing cable was replaced at that time and impedances were measured again, however ¿still no change was observed.¿ the patient¿s lead was then replaced, however ¿still no change in the impedance value was observed.¿ the impedances only ¿fell once the puncture location as well as the implanted lead was changed.¿ it was noted the patient was an ¿inpatient¿ during the procedure. The patient¿s lead was implanted paramedian from the upper end to the lower end of the th11 vertebrae. There were ¿no¿ health hazards to the patient and ¿no patient complications¿ from the event. If additional information is received, a follow-up report will be sent.